Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) explained the alarm to the care giver (cg). The tsr assisted with troubleshooting. The tsr then informed the cg to start over with new supplies. The hp was not connected during initial drain; they then received the se 2240. Baxter contacted the home patient (hp) and the care giver (cg) on (B)(6) 2011 regarding the reported problem. Both the hp and the cg stated they did not recall this event and did not remember calling into baxter regarding the alarm. The cg stated the patient's therapy overall is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the reported problem. The pd rn stated the patient never mentioned the alarm. The pdrn was unsure of the patient's status.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage. The patient reported that they pressed go prior to connecting themselves, which is a use error that can cause a system error 2240. The label review found the patient at home guide to be adequate for the use error in this incident. A batch review could not be performed as the lot number of this device is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.